Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. It was found during service that the device displayed an error code : 200. The psu board was replaced to address the error code : 200. Also the missing mounting feet were replaced, a hardware upgrade was performed, the unit was re-skinned for cosmetic reasons, including the slightly corroded 8 way socket. The device was tested and found to be working according to specifications. Fluid ingress into the system is responsible for the corrosion of the 8 way socket. Also the missing mounting feet can be attributed to user mishandling of the device. A manufacturing record evaluation was performed for the finished device [serial number : (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by affiliate via service request that the vapr vue generator was found to have error 200 observed during service. The device is available to be returned for evaluation.